Event description:
It was reported that a spectrum iq pump had a broken speaker that would not alarm during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump had no audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged 30-pin flex. The 30-pin flex requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.